Event description:
It was reported that the customer passed away while wearing the insulin pump. The customer passed away due to a massive heart attack. The wife stated that the insulin pump was beeping, but she did not know what to do and attempted to press the buttons to turn off the device. The caller stated that they brought him to the emergency room, and they took the insulin pump off from him. The spouse stated that she believes the device is working properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.